Manufacturer narrative:
H3 device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer received a result of 90 mg/dl - 100 mg/dl before and after eating in one day. He got the same result the next day. Therefore, the patient took less insulin to avoid hypoglycemia. The next day, the customer felt very bad, with symptoms of hyperglycaemia. He went straight to the hospital, where he measured his blood sugar level and found that he had over 600 mg/dl. The customer was brought directly to the intensive care unit. They gave him the necessary treatments (no details given). The patient was not aware of the treatment because he was almost unconscious during admission and in the intensive care unit. He was in the intensive care unit for 2 days and then in the hospital for another day. Now the customer is back home and a little better, but has serious kidney problems and is in pre-dialysis as a result of the incident.